Event description:
Customer stated that the pump over infused at 10.61 ml during testing. Rate and dosage provided were 125 ml/hr and 10 ml. Customer could not provide further info.

Manufacturer narrative:
Device was not returned. A review will be performed if new info is rec'd.